Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc performed appearance check and operation of the subject device, as a result, there was no abnormity found. In addition, omsc could not reproduce the reported event. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. Omsc obtained the following additional information from the user. The image abnormality was occurred only on non-olympus monitor. The reported failure phenomenon was occurred on not only the subject device, but also the loaner of the otv-s7pro. Therefore, omsc concluded that this phenomenon was attributed to the failure of non-olympus monitor. Olympus stated the appropriate handling of the otv-s7pro and the counter-measures against the irregularity in the instruction manual.

Manufacturer narrative:
The subject otv-s7pro was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s7pro to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The otv-s7pro instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, the image displayed on the unspecified monitor was disappeared. The user replaced the subject otv-s7pro with the similar device and completed the procedure. There were no reports of patient injuries related to this incident.